Manufacturer narrative:
Evaluation summary: no remarks in batch record filling: all syringes ere visually inspected for foreign materials by qualified operators. Items with foreign material were rejected during this inspection. The reference samples were inspected, no foreign material was observed. One assembled syringe was rec'd as complaint sample. Investigation of the compliant sample showed that visually no foreign material was observed in the syringe. Also inspection with the stereoscope showed no detects. No further investigation possible. Based on the results of this investigation this complaint cannot be confirmed or explained. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A scrub tech reported that during a surgical procedure, dark, rust, colored specs were noted inside the product during expression, but before making contact with a pt. Add'l info has been requested.